Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after refilling the reservoir. The blood glucose at the time of the incident is unknown. Troubleshooting was performed and the customer changed the infusion set first, but insulin did not exit the tubing. The customer was advised to change the reservoir. The product will not be returned for analysis.